Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was not cutting or welding at all. Reporter stated "it did not seem to weld and cut well at all". The tip of the jaws fell off at the proximal end of the tunnel (in the groin) and it was retrieved through the original incision. A replacement unit was used to complete the procedure. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
H6: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).